Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx trek instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that a mild, type a dissection occurred after the mid left anterior descending coronary artery was predilated with the 2.75x20 nc trek at 18 atmospheres. The dissection was treated with the implantation of the study scaffold. There was no adverse patient sequela. No additional information was provided.